Manufacturer narrative:
(B)(4). Batch # n57c5e. The analysis results found that one psee60a device was returned with the anvil bent upwards. Furthermore, the anvil pocket area was deformed on both sides of the knife slot from the knife blade assembly e-beam attempting to pull the jaws closed to the gap setting. This type of damage can only be replicated when the device is clamped on tissue thicker than indicated or tissue that does not easily compress to the indicated range for the selected cartridge. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. A gst60g cartridge reload was received loaded on the device. The reload was received fully fired. No further functional test could be performed due to the condition of the cartridge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open lobectomy procedure, this was a tough case; about sixteen reloads were used with buttressing material. He opened the new stapler on the tenth firing. When firing a green load on the parenchyma the jaws buckled. Not the cartridge half but the anvil side rippled. The surgeon says that it was an older patient and the tissue was calcified. He also said he was firing on top of other staples and buttress material. He believes he put too much stress on that second stapler and this is the one that buckled only after the third firing. Again, while this was third firing of this stapler, there were already ten staples fired from the previous stapler. He was able to complete the case with one of our open staplers and other techniques and all was well. There were no adverse consequences for the patient.